Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number:2017865-2021-35108. It was reported that the right atrial lead and the right ventricular lead were extracted with a medtronic system. It was noted that the right atrial lead exhibited noise and the right ventricular lead exhibited oversensing noise. The patient was in stable condition.